Event description:
(B)(4). The provider states the chair speeds up and slows down intermittently and will turn off/on my itself. He states the end user was thrown from the chair due to the chair stopping abruptly. The provider states the consumer wasn't injured and didn't have the end users information that he was willing to provide. (B)(4).